Event description:
Additional information was received as a copy of the death certificate that indicates that the patient died as an inpatient. The cause of death was listed as cardiac arrest with secondary causes of respiratory arrest and upper airway destruction. Significant conditions contributing to death but not related to the cause include vocal cord paresis, obstructive sleep apnea, and seizure disorder. The relationship of the vocal cord paresis and sleep apnea to vns is unknown. The patient was buried. No autopsy was performed. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the neurologist's office indicating that he had no record of vocal cord paralysis or obstructive sleep apnea. Attempts for information from the hospital that the patient expired in were unsuccessful.

Event description:
It was reported by the physician's office that the patient recently passed away in the hospital. An obituary was found that indicated the patient's death was "peaceful." The neurologist did not know the cause of death. Follow-up with the funeral home found that the patient's vns was likely not removed prior to burial. Attempts for additional information are in progress.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."